Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated information regarding more night-time accidents. The patient said they are getting up probably 4-5 times in the middle of the night to urinate, but they can't even make it to the bathroom so they have to wear pads, which they don't like wearing because of having the bad uti. The patient's reason for calling back was to get advice on what they should do with the therapy settings. Agent reviewed considerations. The patient wanted patient services to tell them what to do rather than give considerations to choose from. The patient said they will contact their hcp for direction.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had uti symptoms starting 10-14 days ago. The patient met with their primary care doctor and was subsequently treated for the uti. The caller stated 'a couple days' after the diagnosis the patient fell on concrete on the ins and was now having feelings of shocking when they urinate that traveled up their body and down their arms. The patient was also having more night-time accidents since the fall. The caller made it appear as though the patient was unsure if the sensation noted was related to uti or the fall. The caller stated they typically works with a manufacturing representative (rep), but they were on vacation at this time. The agent reviewed that for the time being the patient could consider turning the ins off to see if that resolved the sensation; agent also noted it would be advisable to have the ins checked in clinic. The caller requested to reach a rep and were redirect to national answering services.